Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-02106. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. (B)(6) 2006: the patient presented due to chest pain upon exertion. ECG revealed st elevation and the patient was diagnosed as having a myocardial infarction (mi). Troponin was measured at 16.24ug/l (ref range <0.03ug/l) and ck peaked at 1751 (units not provided). Cardiac catheterization revealed a severe lesion located in the proximal left anterior descending coronary artery (lad) with an "atheromatous ulcer/ectasia just beyond". Timi flow was 3. This was treated with direct stent placement of a 2.75x8mm liberte bare metal stent deployed at 8atm for 13 seconds and the stent balloon inflated a second time to 10atm for 19 seconds with a good outcome. Timi-3 flow was maintained. There were no reported complications. (B)(6) 2007: the patient presented due to angina. Cardiac catheterization revealed a de novo 70% stenosed lesion in the proximal lad with timi-3 flow. It was treated with angioplasty and deployment of a 2.5x12mm taxus liberte stent resulting in 15% residual stenosis and timi-3 flow. (B)(6) 2011: the patient presented due to chest pain, shortness of breath and sweating with exertion. The patient was diagnosed as having a non-st elevation mi (nstemi) with elevated troponin levels. However, it was noted that "previous angiography had demonstrated an lad aneurysm, not suitable for pci. It was felt that embolisation from this was the most likely cause of the nstemi". Therefore it was decided that the patient would be treated medically. The event is considered resolved without residual effects.